Event description:
Meter name: one touch fasttake. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: tingly feet and experiencing hand pain. A pt reported they were unable to obtain a blood glucose result. Their meter allegedly would only prompt error 2 message. Issue was not resolved even with new batteries. Pt was not treated. No furhter info has been reported.